Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to apply the freestyle libre 2 sensor and therefore did not have the means to monitor glucose. The customer experience unspecified symptoms of hyperglycemia and was taken to the hospital. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia, and administered insulin via insulin pump. There was no report of death or permanent injury associated with this event.